Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer repeatedly failed over an extended period and was temporarily recovered by cord pull and reboot; however, the failure consistently recurred in the same narcotic drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 did not register as open. A field service engineer (fse) observed that drawer 5 did not register as open, with intermittent communication to pockets. Initial testing was performed using a new drawer controller, followed by replacement of the ribbon cable and module control board, which resolved the issue. The customer completed inventory and confirmed satisfactory operation. The system functioned as intended after the field service engineer repaired the device.